Manufacturer narrative:
This report is submitted on (B)(6) 2016.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit leading to device non use; subsequently the device was explanted (date not reported). There are no plans to re-implant the patient with a new device.